Event description:
Pt had mechanical heart valve placed for mitral insufficiency. While undoing chest dressing found the v-pacer wires taped to dressing but cut 1 inch from insertion. Wires were sutured. Wire was spliced back together.